Manufacturer narrative:
Concomitant medical products: product ID 3586, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2013-(B)(6), product type lead product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2013-(B)(6), product type extension product ID 3550-09, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2013-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) and plug and cap (s/n (B)(4)) found no anomaly. Analysis of the lead (s/n (B)(4)) found stim lead body conductor broken, anchor site unknown. Analysis of the extension (s/n (B)(4)) found no significant anomaly.

Event description:
It was reported that over the ¿several years¿ prior to report, the patient ¿needed to be reprogrammed several times as the electrodes were slowly breaking.¿ it was stated the lead was ¿investigated¿ and ¿3 out of 4 electrodes showed values indicating possible fracture.¿ it was noted that at the time of report, the patient was ¿still receiving pain relief from the single remaining electrode, but without complete coverage of their pain area.¿ it was stated that at the time of report the patient¿s complete system was explanted and replaced. It was noted that following the replacement and post-operative programming, the patient received ¿good coverage of the whole pain area.¿